Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 447 mg/dl. Troubleshooting was performed on insulin pump and insulin delivered. Customer was advised that insulin pump was working as designed. Customer was advised that alarm was due to a set / reservoir occlusion.